Event description:
(B)(4).

Manufacturer narrative:
The technician found the side rail latching pin was not seating fully. The technician cleaned and lubricated the side rail latching mechanism to resolve the issue.